Manufacturer narrative:
The customer reported missing high/low glucose alarms. Attempted to replicate the customer's complaint using similar configurations iphone xr (ios 16.5, 3.5.0.8863) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the adc device (freestyle libre 3 application) in use with iphone xr with ios operating system version 17.1.2 , app version 3.5.0.8863. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and seizure. Customer was seen in a hospital and required glucose injection administered by non-hcp and hcp for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible application issue was reported with the adc device (freestyle libre 3 application) in use with iphone xr with ios operating system version 17.1.2. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and seizure. Customer was seen in a hospital and required glucose injection administered by non-hcp and hcp for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.